Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. Visual observation under magnification revealed the manifold and the return brace at 2 o'clock positions of the tip shows signs of melting. This damage to the tip would lead to the reported failure, confirming this complaint. The electrode was not tested to avoid further damage to the tip. The melting of the active tip is likely to be caused by the introduction of another metal instrument during the procedure. The IFU states: ¿observe extreme caution when using electro surgery in close proximity to or in direct contact with any metal objects. The majority of arthroscopes and arthroscopic instruments are metal. Do not activate the electrode while any portion of the electrode and the adjacent metal object may result in product damage.¿ touching the tip of the scope during use is contrary to the precautions stated in the IFU and would cause the damage seen on the active tip. No further procedural details were provided to determine if aforementioned reasons were the cause of this failure and therefore, we cannot determine a root cause at this time. Furthermore, no lot number was supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. Based on the overall complaint rate for this failure mode, at this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4) - incomplete. The lot number is currently unavailable; therefore, the exp date is unavailable. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in france that during an unspecified surgical procedure, it was observed that the vapr s90 electrode stopped working at 2/3 of the intervention. No consequences to the patient and another like device was used to complete the surgery. It was not reported if there were any delays in the procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.